Event description:
It was reported to tyco/healthcare/kendall in 2001 that a peel-apart sheath did not peel apart along the skive line. It is alleged that the handle to the sheath broke off. The physician was able to complete the procedure despite the incident. No further complications. No patient harm or injury. Catheter remains implanted.